Manufacturer narrative:
H6: investigation summary no samples or photos received for investigation. Ten retained samples from the same lot were evaluated, sustaining force and break out force test were performed, no defects observed. Additionally, quantification of silicone performed meet specification. A device history review was performed for lot 2104052, an annotation was found regarding silicone station, once the failure was detected, the equipment was repaired immediately. Possible root cause is associated with the failure in the silicone station, a lack of silicone in the barrel may impact the movement of the plunger. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that syringe 1ml ls sp120 plunger was difficult to move on 2 occasions and bends easily. In some cases the plunger separates. The following information was provided by the initial reporter: some of these 1mm bd plastipac syringes are failing in use. I use them in conjunction with a bd microlance 3 21g x 5/8 needle for drawing off medication. Some of the syringes start to draw off then the plunger pulls out of the rubber end piece. Other syringes draw off with difficulty, then when the plunger is being depressed, it fails to depress and the plunger bends. If the needle is removed, it makes no difference, the plunger still fails to depress. This morning 5 out of 6 syringes failed. I have been drawing off the same medication for years using the same syringe type and needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls sp120 plunger was difficult to move on 2 occasions and bends easily. In some cases the plunger separates. The following information was provided by the initial reporter: some of these 1mm bd plastipac syringes are failing in use. I use them in conjunction with a bd microlance 3 21g x 5/8 needle for drawing off medication. Some of the syringes start to draw off then the plunger pulls out of the rubber end piece. Other syringes draw off with difficulty, then when the plunger is being depressed, it fails to depress and the plunger bends. If the needle is removed, it makes no difference, the plunger still fails to depress. This morning 5 out of 6 syringes failed. I have been drawing off the same medication for years using the same syringe type and needle.